Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported device is alarming vent inop and high pmax issue on the avea ventilator. The customer reported that there was no patient involvement that was associated with the reported event.